Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had multiple occlusion alarms. The customer's blood glucose (bg) was over 600 mg/dl and was hospitalized for diabetic ketoacidosis (dka). The customer did not observe any issues with the cartridge, infusion set tubing or cannula. The customer was treated with intravenous fluids, electrolytes and intravenous insulin. The bg and dka were resolved. The customer was discharged on (B)(6) 2016. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.